Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor would not close. The doctor tried to pick up an approximately 1-2 cm stone from the lower calyx to move it to a convenient location and the basket got stuck and would not close. Another same type device was used to complete the procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned in the open position. The handle would not actuate the basket assembly. There was no visible damage to the basket sheath. While investigating the handle was disassembled and the basket assembly could not be manually actuated. User complaint was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: ¿sterile if the package is unopened or undamaged. Do not use if package is broken.¿ important: ¿enclose device in sheath before removing from tray/holder.¿ ¿excessive force could damage device.¿ ¿store in a dark, cool, dry place.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device¿s basket could not be actuated by either the handle or direct manipulation. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Reporter name and address: postal code: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor would not close. The doctor tried to pick up an approximately 1-2 cm stone from the lower calyx to move it to a convenient location and the basket got stuck and would not close. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on patient.